Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation the pump prompted to ask for the passcode on power-up. The investigation determined that a corrupted microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump required a pass code when the patient was inquiring on the volume remaining in the cartridge. Reporter advised the patient "that the batteries had died and the internal programming was lost." It was reported that medication was requested to continue therapy. Per additional information received, the patient received the remaining infusion volume via a backup pump. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.